Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 28-aug-2025, the user reported prolonged high blood glucose (bg) after eating more than usual at lunch and announcing the meal late. The highest blood glucose (bg) recorded was 290 mg/dl. The user initially attempted correction by announcing multiple meals. A supply change was completed, but blood glucose (bg) remained elevated (fingerstick 278 mg/dl, ilet 273 mg/dl, rising to 290 mg/dl). The user chose to administer a manual injection of fast-acting insulin and was instructed to disconnect from the ilet for five hours, which the user understood. At follow-up, blood glucose (bg) decreased to 219 mg/dl and was trending down. No symptoms, outside assistance, or medical intervention were reported at the time of call.